Event description:
Report rec'd of non-delivery of nipride infusion. A nurse reported that a nipride drip was started to control an elevated blood pressure. The infusion was titrated up in an attempt to bring the pt blood pressure to an acceptable range per physician orders. After approx 5 minutes, when no clinical response was noted, the nurse observed that there was no flow in the drip chamber. It was also noted that blood had begun to back up on the IV tubing. The tubing was repositioned within the pump and the infusion was re-established. The pt blood pressure was then controlled within the specified range. The incident did not cause any adverse pt effects. No add'l event or pt details were recalled. No add'l info is available.